Manufacturer narrative:
(B)(6).

Event description:
It was reported that guide wire tip detachment occurred. A 185cm pt2 guide wire was advanced to cross the lesion. However, during a complicated balloon dilatation, the guide wire tip became stuck in the left anterior descending artery and the tip was detached. Since the tip did not affect the flow, the guidewire fragment was left inside the patient's body. No further patient complications reported.